Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a right ventricular (rv) lead revision procedure this right atrial (ra) lead dislodged. Attempts to reposition the ra lead were complicated by helix extension issues. The ra lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood/tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. X-ray confirmed that the cathode coil was stretched near the terminal pin, which was likely a contributing factor to the helix mechanism issue which was seen in the field. Once the cathode coil is stretched, the torque would no longer be transferred to the tip as was designed. Visual inspection of the lead tip and helix appear intact and undamaged. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to dislodgement.